Manufacturer narrative:
It was reported that after a CT lucia 602 was implanted the iol tilted. No adverse patient effects or clinically significant delay in procedure reported. No additional information has been provided. It is unknown if the device is being sent back, thus a proper device analysis could not be completed nor the reported issues confirmed. At this time with the limited information provided a definitive root cause cannot be determined.

Event description:
It was reported that after a CT lucia 602 was implanted the iol tilted. The lens was removed and another CT lucia 602 was implanted. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.